Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was taken apart and it was determined that excessive dried blood residue, corrosion in the locking mechanism caused the failure. It was determined that the root cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion and is due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 1 of 3 of the same event. It was reported that during craniotomy surgical procedure for a tumor, it was observed that the craniotome device and cutter device were stuck in the motor device. There were no delays to the surgical procedure. A spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.